Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer blood glucose level was 113 mg/dl at the time of the incident. The device will be returned for analysis.